Manufacturer narrative:
Covidien reference #: (B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received info stating that an 840 ventilator had a blank display. The ventilator was not in use on a pt at the time the malfunction occurred.